Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that a device failure was detected as it failed a test. There was no patient involvement. Remote support from the customer care solution was received and following telephone conversations, the customer was able to run the functional test without finding any anomalies. No device issue was found, and the device was determined to be operational. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.